Event description:
Reporter alleged pts' blood glucose measured 29 mg/dl compared to a lab result of 60 mg/dl, when testing was performed minutes apart. As a result, the patient was reportedly given food and there was no delay in treatment based on the alleged readings. No other actions were taken or treatment was received reportedly as a result. Reportedly, the control testing was performed and tested within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.